Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that incomplete stent expansion occurred. In (B)(6) 2012, the patient presented for a staged percutaneous coronary intervention (pci). Subsequently, the index procedure was performed. Target lesion was a de novo lesion located in the first obtuse marginal branch (om1) with 90-95% stenosis (per pre-index procedure source; 99% stenosis) and was 20mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilatation and placement of a 2.50mmx24mm promus element plus drug-eluting stent. During index procedure, after deployment of 2.50mmx24mm promus element plus drug-eluting stent, a focal area of incomplete stent expansion was noted. Therefore, post-dilatation was performed using a 2.75mmx12mm nc balloon. Following post-dilatation, excellent results were obtained, with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel.